Event description:
It was reported that the patient with this pacemaker experienced pocket stimulation from their device. Additionally, the pacemaker was discovered to be operating in safety mode. Technical services (ts) was consulted and upon further review, immediate device replacement was recommended. The pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product investigation is still in progress. This report will be updated when product investigation is complete.